Event description:
It was reported that during routine replacement of the implantable cardioverter defibrillator (ICD), after connecting the existing right ventricular (rv) lead to the new ICD, the shock impedance values involving the proximal coil of the rv lead were out-of-range at 161 ohms (distal coil to proximal coil) and 163 ohms (distal coil to can). The physician noted that while connecting the new device, it felt like he had to apply excessive force to the terminal lead pins to have them seated properly and one rv terminal pin appeared to be buckled. It was decided to program the new ICD shock vector to the distal coil to can configuration, resulting in a shock impedance of 45 ohms. Due to the patient's poor health and recent episodes of ventricular fibrillation, it was elected to not perform further defibrillation threshold testing or r-wave synchronous shocks. The rv lead remains in service and no adverse patient effects were reported.